Event description:
Received a report from a consumer indicating in 2000 consumer experienced the expulsion of the remains of a tampon pledget. In 2001, the consumer sought medical treatment for a strong odor that developed after using co's product. Consumer advised their dr removed a tampon which consumer believes to be the top half of a tampon pledget.